Event description:
Patient (B)(6) received implant (rflt rapid ra5010c reflect rapid fixture ø5.0mm x 10 l) on (B)(6) 2021, experienced bone loss which led to a loss of integration. This led to the implant being removed on (B)(4) 2022. X-rays were not provided by the dentis. Implant replacement was sent to dr. (B)(6) on (B)(6) 2022.